Manufacturer narrative:
On (B)(6) 2022, a woman was prepared for delivery via c-section in the hospital in (B)(6). This woman was diagnosed as (B)(6). Prior to delivery no viral load was detectable in the pregnant woman. After childbirth a blood sample was collected from both the woman and her child for (B)(6) testing using (B)(6) assay (lot 291540). Both samples were tested on the panther fusion ((B)(4)) on (B)(6) 2022. The sample from the mother tested (B)(6) whereas the sample from the baby tested (B)(6). On the gynecologist order, the child was subsequently transferred to another hospital in (B)(6). On (B)(6) 2022 a new blood sample was collected from the child and tested for (B)(6) using (B)(6) assay (lot 291513). The child was also administered anti-viral drugs during its hospitalization (after blood sample for testing was taken). Test results were now (B)(6). The child was therefore transferred to the original hospital and was sent home. Evaluation of the logfiles containing the (B)(6) test result of the child showed no major system processing or assay processing errors that would yield (B)(6) results. Hence the contribution of the panther fusion instrument and the used assay can be excluded as a contributory factor to this incident. Customer speculated that there is a potential that cells originating from the (B)(6) infected mother got into the sample collection tube of the baby (cells that contain pro-viral dna). Due to the nature of the (B)(6) dx assay being able to detect pro-viral dna., a scenario is feasible in which cells from the mother ((B)(6)) were detected by the test whereas the actual status of the newborn would genuinely be (B)(6). It was noted that the affected sample was diluted to have enough volume for the run. The package insert state multiple times that diluted samples cannot be used for diagnostic results. Thus it would be considered off-label.

Event description:
On (B)(6) 2022, a customer reported that a baby born by (B)(6) c-section was given (B)(6) after receiving an initial (B)(6) assay result, but subsequently tested (B)(6). The baby's mother is (B)(6), but was not detected prior to and subsequent to delivery. The newborn was treated with (B)(6) for 3 days. (B)(6) was stopped after clinicians determined that the first (B)(6) test result was most likely (B)(6).

Manufacturer narrative:
Event/problem description narrative (explain what went wrong with the product and the observed or likely/probable consequences): after submission of the final report, further information was received. After c-section delivery of a newborn from a known hiv positive mother, the child and the mother were tested for hiv using our aptima hiv-1 quant dx assay (lot 291540) on a panther fusion system (sn (B)(6)). The result for the mother was negative, but positive for the child. The first positive result is believed to be caused by blood cells, containing pro-viral hiv dna, being present in the sample. These blood cells are expected to originate from the mother. The next day a new sample from the child was collected and tested using aptima hiv-1 quant dx assay (lot 291513). This test resulted in a negative hiv result (hiv lower than limit of detection). Both results were discussed with the physicians and they were aware that the first result could have been a false positive due to sample preparation mistakes. As precautionary measure the hospital decided to transfer the child to the another medical facility for antiviral treatment.

Event description:
Final report. See h10 for updates.

Manufacturer narrative:
After submission of the final MDR on (B)(6), 2022, further investigation of this event was performed. Consultation with the customer revealed additional information, and as a result, this report is being submitted as a rectification of the initial report. On (B)(6) 2022 a baby was born from an hiv-positive mother. From (B)(6) 2017 onwards, the mother had an hiv viral load below the quantitative limit of detection of the assay. The last hiv viral load test on the mother was performed 9 days prior to birth, and tested hiv rna undetectable. On (B)(6), a blood sample through venipuncture was taken from the baby to test for hiv rna. No blood sample from the mother was taken that day. On (B)(6) 2022, plasma of the newborn drawn (B)(6) was tested on the panther fusion system (sn (B)(6)) using the aptima hiv-1 quant dx assay (lot 291540). This plasma sample tested positive for hiv rna. Based on this initial test result, a second blood sample was drawn from the newborn on (B)(6) 2022. In consultation with the pediatrician, the newborn was transferred to amsterdam umc, the hiv treatment center for pediatric cases. Upon transfer, the newborn was in good clinical condition. Based on the initial hiv rna positive result, at the amsterdam umc it was decided to treat the newborn with combination anti-retroviral therapy (cart) consisting of zidovudine, lamivudine and lopinavir/ritonavir, instead of treatment with zidovudine only, which is standard care when a baby is born from an hiv positive mother. On (B)(6) 2022 the plasma, from the second sample that was drawn from the newborn on (B)(6), was analyzed using the aptima hiv-1 quant dx assay (lot 291513) on the panther plus system (sn (B)(6)). No hiv-1 rna was detected, neither was there a detectable hiv viral load in the mother who was sampled on (B)(6) 2022 and tested on (B)(6). On (B)(6) 2022, the initial positive hiv rna result could not be confirmed in the follow up sample drawn (B)(6). The pediatricians of both hospitals decided not to interrupt or cancel combination anti-retroviral therapy. Manufacturer's evaluation concerning possible root causes/causative factors and conclusion: 1) the customer indicated that contamination with blood or blood cells of the mother as a possible root cause can be ruled out. First of all, no blood of the mother was sampled or tested on (B)(6), making cross-contamination with blood from the mother impossible. Secondly, no umbilical cord blood was tested but a venipuncture was performed on the newborn. This rules out perinatal transference of hiv rna or contamination with hiv dna derived from maternal blood cells. Third, no hiv rna was detected in the blood of the mother nine days before and two days after the child was born. 2) the customer indicated that a potential mix-up of samples could be ruled out because the mother and the newborn were sampled and tested at different time-points. 3) the complaint database was searched for similar complaints related to the aptima hiv-1 quant dx assay lot 291540 and 291513. No similar events were found. Thus, there is no indication that these assay lots were not performing as intended. No other complaints from the customer and its instruments were found to potentially have an effect on the results reported. 4) log files were retrieved from the panther instruments, no error messages or assay performance violations were noticed. Amplification curves were also verified: a low "pol analyte" signal amplification curve was observed without detectable "ltr analyte" amplification. The internal control was valid. The maximum of the "pol analyte" signal amplification was lower than typically observed in other samples with confirmed low hiv viremia. Per olvg feedback, the child is currently in good health and had no acute detrimental effects due to anti-retroviral therapy. In conclusion, the first sample result from the newborn is considered a false positive hiv rna result. This led to the administration of combination of anti-retroviral therapy to the newborn instead of treatment with zidovudine only. Logfiles were reviewed and no malfunction of the panther fusion and panther plus instrument or decrease in assay performance was identified. A previous event search for similar complaints for aptima hiv-1 quant dx assay lot 291540 and 291513 yielded no irregularities in assay performance. The root cause for the initial positive test result could not be determined. The aptima hiv-1 quant dx assay stills meets the sensitivity and specifity requirements as specified in the manual.

Event description:
After submission of the final MDR on (B)(6) 2022, further investigation of this event was performed. Consultation with the customer revealed additional information, and as a result, this report is being submitted as a rectification of the previous report.